Manufacturer narrative:
The unit was inspected and tested good per coltene performance test specification. With a temperature probe in direct contact with the light lens a temperature of 119.5°f was measured during a 20 second curing cycle. This compares with other new curing lights that were tested. The minimum time needed for a first degree burn is 1 minute at 122°f, 5 seconds at 131°f and 2 seconds at 140°f per a temperature/time/burn chart published by johns hopkins university. This indicates that the office may not have been following the instructions for use in the owner's guide that state if the exposure time exceeds 20 seconds coltene recommends including a cooldown time before initiating another cycle. Failure to do so increases the risk of tissue burns and inadvertent heating of the dental pulp. Note two continuous cycles ran on the customer's unit which is not recommended had a maximum temperature of 132.3°f which could produce a 1st degree burn in 1 to 2seconds of the second cycle.

Event description:
The doctor was performing fillings when on three different occasions with three different patients this curing light was causing a burn in their mouth. The burns were on their gums and lip, not specifying where. One of the patients was a (B)(6), another a (B)(6) female and the last she did not remember. She said that the patients resolved the burn on their own not saying what they did to treat it. No medical attention required. This is the type of curing light they always use.